Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2010, the primary tha surgery using accolade tmzf with adept was performed. Approx 6 years after the surgery, the patient recognized noise and discomfort. Then the patient became unable to move gradually. By x-rays, the stem breakage was found. On (B)(6) 2017, revision surgery was performed.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: a visual inspection of the returned device was performed by a material analysis engineer which noted: the part was examined with the aid of a stereo microscope at magnifications up to 50x. All surfaces of the neck exhibited damage, consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock in addition to explantation damage. Biological fixation was also observed on the stem. The report concluded: damage was observed on the accolade trunnion. This damage was consistent with a wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided information by a clinical. Consultant noted: procedure-related factors: cup malposition in severe medialized position. Heterotopic bone formation as secondary factor. Patient-related factors: heterotopic bone formation is partly patient-related due to genetic predisposition. Device-related factors: none as also supported by mar findings. Diagnosis: cup malposition in severe medialized position has contributed to an overload condition in the arthroplasty contributing to catastrophic trunnion failure and incipient cup loosening. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: a review by a clinical consultant concluded: adept cup malposition in severe medialized position has contributed to an overload condition in the arthroplasty contributing to catastrophic trunnion failure and incipient cup loosening.

Event description:
On (B)(6) 2010, the primary tha surgery using accolade tmzf with adept was performed. Approx 6 years after the surgery, the patient recognized noise and discomfort. Then the patient became unable to move gradually. By x-rays, the stem breakage was found. On (B)(6) 2017, revision surgery was performed.